Event description:
Per report, venous port disconnected during dialysis which led to significant blood loss. Patient became pulseless and CPR (cardiopulmonary resuscitation) started. Noted rhythm was vfib and then asystole. Patient underwent massive blood transfusion protocol. Rosc unable to be achieved. Patient passed away (B)(6) 2025 1641. Diagnosis for use: long term dialysis.